Event description:
Explant for unknown reasons. Product returned to medtronic for analysis. Data taken from medtronic's product return data. Analysis observed no output or telemetry on the implantable neurostimulator (ins) and determined normal battery depletion.